Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that during implant procedure it was found that the lead resistance was high. As a result the lead was replaced and a new one used to complete the procedure. It is unknown wh at the cause of the event was or what further troubleshooting was performed. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturing representative (rep) indicated the replacement lead resolved the high resistance. It was unknown if the patient experienced any symptoms.